Manufacturer narrative:
For investigation information.

Event description:
The event occurred in (B)(6) 2019; the exact date of the event is unknown. The event involved a transpac IV monitoring spike kit that was reported to have leakage from the tube bonding. The event was detected during priming and prior to patient use. It was also reported that the defective device was replaced with no further problems encountered. One used list# 081-46115-19 was received for investigation. The received used sample was confirmed to have an arterial tubing separation between the 18" tubing and the male luer as well as the 36" tubing and the male luer. These tubing separations would lead to the reported leak. The end of the tubing had the presence of solvent, however it appears to be insufficient coverage across the tubing end which interfaces with the tubing pocket of the luer. The reported complaint of leakage was confirmed. The probable cause of the tubing separation is due to insufficient bond during a manual manufacturing process error in (B)(6).